Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although there was a metal protrusion from the distal end. The event can be detected/prevented by following the detection method in the operator's manual: operation manual: 3.3 inspection of the endoscope: inspection of the endoscope operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The nozzle was clogged with foreign material due to insufficient reprocessing. In addition, the switch button 1 had a cut. The plastic distal end cover had a crack. The objective lens had a tiny chip on the edge. The objective lens and light guide lens glue was peeling. The bending section cover glue was cracked. The bending angle did not meet the standard value. The play of the up/down angulation control knob was loose. There was a clogged nozzle after removed air/water supply. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the evis exera iii colonovideoscope experienced air/water leakage or fluid invasion, clogged air channel and metal protruding from the tip moving. The event occurred during reprocessing. There was no report of patient harm.